Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial tachycardia procedure, temperature issues with the catheter resulted in a procedural delay. The catheter was connected to the generator, a temperature of 69 degrees celsius was observed. The tail line and the generator were both replaced but the issue was not resolved. The catheter was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.